Manufacturer narrative:
(B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy effluent. The cause of peritonitis was not reported. The patient was hospitalized on the same day as the onset. It was not known whether any antibiotic regime was prescribed to the patient. At the time of this report, the patient outcome was not reported. Action taken with pd therapy was unknown. No additional information is available.